Manufacturer narrative:
The following other hip devices were also listed in this report: omnifit normalized hip stem: cat# 6034-0625; lot# 95l661; c-taper cocr lfit head 26mm/+10: cat# 06-2610; lot# 17014001; omnifit ser. Ii insert-10 deg: cat# 2041-2650; lot# 17901801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's dislocation. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a dislocation involving a secur-fit ha psl screwless cup 50mm was reported. It was reported that the patient dislocated. There are no allegations against the acetabular shell. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Stem, head, insert, and cup were removed due patient complaining of pain and dislocation.

Event description:
Stem, head, insert, & cup were removed due patient complaining of pain and dislocation.